Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular lead (rv) lead had a high pacing impedance, loss of capture and oversensing. No symptoms reported. Patient came into clinic and a venogram was performed and vein was found to be occluded. The physician suspects that the lead has calcification. The rv lead was reprogrammed with high output mode. The patient was stable throughout procedure.